Event description:
It was reported that a skin reaction occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 the patient drove himself to the emergency room due to the pain and the reaction caused by the sensor. The patient stayed in the emergency room for a few hours, and the nurses removed the sensor. No fingerstick were done. The patient mentioned the doctor only performed an ultrasound, and no other tests for the reaction were conducted. The patient mentioned the ultrasound was performed because he is prone to blood clots, but no clot was found; it was just a reaction. After the ultrasound, the patient was given the oral medication doxycycline which was an unknown dosage and was advised to apply a hot compress to reduce the swelling. The patient went home after 4 to 5 hours. During the call, the patient also mentioned that this has not happened before with other sensors. There was no photo provided. At the time of the report, patient condition was unchanged. Dexcom technical support attempted to follow up with the patient multiple times to obtain further details and clarification regarding the incident, but they were unable to make contact. No photos or other details were documented. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).